Manufacturer narrative:
(B)(4). A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported problems with 12 lead ECG signal acquisition. No patient incident/injury was reported.